Manufacturer narrative:
H6. Investigation summary: bd received 20 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® urinalysis cup kit are not filling properly when inserted in the urine collection cups with integrated transfer device. The following information was provided by the initial reporter: customer has advised the bd vacutainer urine tubes from lot 2341670, are not filling properly when inserted in the urine collection cups with integrated transfer device. The customer was informed that when the urine collection cups are tightly closed and several tubes are collected, there may not be sufficient air intake in the cup, and this may lead to filling issues. If multiple tubes are being collected from the same cup, unscrewing slightly the lid will help prevent filling issues.

Event description:
It was reported that bd vacutainer® urinalysis cup kit are not filling properly when inserted in the urine collection cups with integrated transfer device. The following information was provided by the initial reporter: customer has advised the bd vacutainer urine tubes from lot 2341670, are not filling properly when inserted in the urine collection cups with integrated transfer device. The customer was informed that when the urine collection cups are tightly closed and several tubes are collected, there may not be sufficient air intake in the cup, and this may lead to filling issues. If multiple tubes are being collected from the same cup, unscrewing slightly the lid will help prevent filling issues.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.